Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode during which four (4) rounds of anti-tachycardia pacing (atp) were delivered without successful termination of the arrhythmia. The episode was subsequently terminated by a delivered high-voltage shock. Technical services was consulted for potential device optimization considerations. At this time, the device remains in service. No additional adverse patient effects were reported.